Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The tip of the screw broke off and then was not used to remove the sphere. When the sphere was extracted from the patient we looked inside the sphere for the tip and could not find it. The sphere did "fly" out of the patient, so the tip could have flown and landed somewhere in the room. We did look on the floor as well. Given this, there is still a chance that the tip is inside the patient.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.